Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic, failure to interrogate was observed on the pulse generator. It was noted that battery longevity was normal and there was no message displayed of device being in backup operation. The patient¿s condition was stable. No further information was reported.